Event description:
It was reported that a patient with a diagnosis of aortic valve stenosis, nyha functional class iii heart failure symptoms, and hypertension underwent a transcatheter aortic valve implantation procedure with the evproplus-29. During the procedure, acute complications occurred including bleeding, minor access site complications, perforation, percutaneous closure system failure, and a vascular complication at the end of the procedure. Moderate paravalvular leak (pvl) was observed during the procedure. At discharge, moderate pvl was noted at the anterior posterior site. Standard electrocardiography was conducted at the time of the procedure and at discharge, with no abnormalities detected. The investigator assessed the complications as causally related to the procedure and not related to the device. The patient was discharged home, and no late complications were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29 (unknown serial/lot); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.